Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in the australia it was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with correction through pump. No further information available..